Event description:
It was reported that the patient presented via remote transmission. Upon review the right ventricular lead exhibited high impedance leading to an alert. The patient was not symptomatic due to this issue. Programming changes were made. No patient symptoms were reported.

Manufacturer narrative:
Implant date should have been (B)(6) 2007 rather than (B)(6) 2013.